Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Precision testing was performed on multiple assays of which all had acceptable results and showed that sample pipetting precision, the ultrasonic mixers mixing, and cell rinse mechanism performance appear to be alright.

Manufacturer narrative:
The customer states that the issue has not reoccurred. Crep2 precision testing was performed using a new cassette of reagent. The results were slightly above specifications. A possible root cause could have been related to a pre-analytical issue as the analyzer had multiple "abnormal probe sucking" alarms on the day of event.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6). (B)(6).

Event description:
The customer received a discrepant high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. The initial crep2 result was 5.40 mg/dl with a data flag. The sample was retested twice with crep2 results of 0.8 mg/dl and 0.70 mg/dl. The initial crep2 result was reported outside of the laboratory. There was no allegation of an adverse event. The crep2 reagent lot was 257910 with an expiration date of 31-mar-2018. The field engineering specialist was unable to find a cause. Based on the information provided, a general reagent issue can be ruled out because calibration and qc were acceptable. The within run precision check performed on crep2 did not appear to be acceptable. In addition there were analyzer alarms that occurred frequently on the day of event.